Event description:
On (B)(6) 2022, clip was found broken prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73c2100648 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of broken/detached parts - clip - hinge for tc#1900091183 was able to be confirmed by the photo. For tc#1900091038, the customer returned one cartridge of 544233 hemolok ml clips 3/cart 42/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the cartridge was returned with no clips remaining. Minor scratch/scrape marks were observed on the cartridge. The clip applier was not returned. A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The device history record review showed no evidence to suggest a manufacturing related cause. In summary, the reported complaint of "broken parts - clip" for tc#1900091038 was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed , and a probable cause could not be determined. A device history record review showed no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
(B)(6) 2022, clip was found broken prior to the patient.